Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, and the procedure was completed as planned after restarting the system, which caused a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and found that the system failed to emit x-rays. Analysis of the log file showed converter point (power inverter) errors. To resolve the issue, the fse replaced the point evr, and all calibrations were successfully performed. The defective power inverter was returned to philips for failure analysis, and the point evr was determined to be electrically defective. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue with the system, such as being unable to perform x-rays, occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for the continuation and completion of the procedure. An issue with the system, being unable to perform x-rays, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.